Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced aspirate probe 1 because it was partially obstructed. Quality controls and precision testing were run, and the instrument was monitored for a week. The cause of the discordant, falsely elevated tni-ultra result was related to an obstruction in aspirate probe 1. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. A new sample obtained from the patient was tested on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.